Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range shock impedances measuring greater than 200 ohms. Technical services discussed possible causes and recommended to perform a defibrillation threshold (dft) test if there is a change in the shock vector. At this time, the rv lead remains in service. No adverse patient effects were reported.